Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrotic tissue is related to the activ.a.c.¿ therapy system. The wound care nurse performed a dressing change the following day after report of necrosis and normal saline was used during the dressing change. The physician also observed the patient's wound and there was no documentation necrosis was present. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: while on vac therapy, the nurse allegedly observed necrotic tissue in the patient's sacral wound. The patient is reportedly a quadriplegic. On (B)(6) 2018, the following information was reported to kci by the nurse: on (B)(6) 2018, the nurse observed necrotic tissue in the patient's wound and is using santyl for the necrotic tissue. The nurse stated the power cord is not staying in and the unit may be turning off, allegedly causing the necrotic tissue. The nurse stated the patient has not reported any alarm conditions. Per review of kci records, the wound care nurse observed the patient's wound on (B)(6) 2018 and noted the patient's wound was cleansed with saline, dressing applied to the following location: coccyx wound skin prep applied to wound edges then applied black foam to wound bed and simplace ex applied, bridged to black foam to left hip, applied wound vac at 125 mmhg continuous 3 times a week. On (B)(6) 2018, the physician observed the patient and noted patient with no new complaints. Kci wound vac 3 times per week with home health nursing, continue offloading protocol. Surface area stable 2cm depth. On 07 sep 2017, the device and power cords were tested per quality control procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 31 jul 2018, the device and power cords were tested per quality control procedure by kci quality engineering, and passed the qc checks and met specifications.